Event description:
It was reported that the patient was found down outside their house. The patient had expired, their pump was stopped, and the batteries were depleted. Upon examination of the log file, it was noted that the batteries had run out. The event log captured low voltage advisory events starting (B)(6)2023 @0011 while using battery power. The advisory events turned into low voltage hazard events @0141. The 14v battery power was depleted @0316 which enabled the backup battery in the controller to run the pump at the low speed limit of 5800 rpm until it also totally depleted @0448 then the pump was off. It appeared that the patient used battery power at all times throughout the log and not using wall power at all. It was later communicated that the batteries and controller were still connected to the patient when they were found. The controller history showed the batteries alarming properly and the controller was operating properly until power depleted. Related MFR#: 2916596-2023-02620.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. The exact time span of the submitted log file could not be determined as the system controller clock was reset to the default timestamp of (B)(6) 2000; however, prior to the controller clock being reset the log file contained approximately 5 days of data ( (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured the 14v batteries and system controller backup battery becoming completed depleted due to extended use, resulting in the pump stopping and the system controller powering off. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on (B)(6) 2023 at 00:11:29 due to the 14v batteries falling below the low voltage threshold. The 14v batteries were connected to the controller for approximately 16 hours prior to the low voltage advisory alarm activating. After continued use, a low voltage hazard alarm activated on (B)(6) 2023 at 01:41:41. A no external power alarm then activated on (B)(6) 2023 at 03:16:20 due to 14v batteries becoming depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. Following the loss of external power, the pump stopped on (B)(6) 2023 at 04:48:49 and the controller powered off on (B)(6) 2023 at 04:54:34, indicating that the backup battery had also become fully depleted. Upon powering on the system controller, a controller clock not set alarm activated due to the controller clock being reset to the default timestamp of (B)(6) 2000. Due to the system controller power off, the exact duration of the pump stop could not be determined from this log file. The submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2023¿ (B)(6) 2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit without issue throughout the log file. The system controller was not returned for analysis. Additional information provided indicated that the events leading up to the battery depletion and pump stop were not determined. The root cause of the reported event could not be conclusively determined or correlated to an issue with the controller through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.